Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performance and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix bent.

Event description:
It was reported that the helix of the right ventricular (rv) lead would not extend. A different lead was implanted. No patient complications have been reported as a result of this event.